Event description:
During a procedure, the surgeon was inserting headless compression screw and the threads peeled and went into the bone. Surgeon removed the shaft and dug out the pieces of the separated thread from the bone. Surgeon selected a cannulated screw and used the same hole to complete the procedure with no adverse effect to the pt.

Manufacturer narrative:
Additional info has been requested. Subject device was inserted and removed in the same procedure. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.